Event description:
Rn reported advantage meter result of hi mg/dl, which on the advantage system indicates a value in excess of 600 mg/dl, and a professional meter result of 212 mg/dl within 10 minutes on the advantage system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.